Event description:
It was reported that the ceramic part near the tip of ar-9815 has cracked. No adverse effect on the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed in regard to the damaged ceramic. One unpackaged ar-9815 probe (no batch indicator present) was received for investigation. Visual inspection identified breakage to the insulation along the outer diameter of the probe shaft, inferior to the electrode. Signs of use were present at the distal tip, such as discoloration and breakage along the edge of the ceramic. Upon connecting the returned ar-9815 to a test ar-9800 console, the console indicated that the device had been previously used. As such, the claim that the cracked ceramic was an out of the box issue is not verified. The observed condition is consistent with mishandling, such as through interaction between the probe and other instrumentation.